Event description:
According to the available information during a virgin implant procedure, the keith needles had been pierced through glans and cylinders pulled through as normal. During test inflation, blood was seen in syringes. Cylinders were removed from the patient, and a tear was seen at distal tip of one cylinder. Cylinders were removed and new cylinders were inserted without issue. It was suspected that the needles pierced cylinders during deployment into distal corpora. Excess tension pulled on silk sutures which had enough force to tear cylinders from distal tip.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 2 close to the distal tip. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred after the device packaging was opened. The information received indicated that there was a device failure. Based on the evaluation, information received, and brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information during a virgin implant procedure, the keith needles had been pierced through glans and cylinders pulled through as normal. During test inflation, blood was seen in syringes. Cylinders were removed from the patient, and a tear was seen at distal tip of one cylinder. Cylinders were removed and new cylinders were inserted without issue. It was suspected that the needles pierced cylinders during deployment into distal corpora. Excess tension pulled on silk sutures which had enough force to tear cylinders from distal tip.